Event description:
Caller states she went to the hospital due to low blood glucose. However, she states that the device read hi and that she went to the hospital and received an IV. Contents of IV were not provided. Unsure if caller treated for high or low glucose. No quality controls were used. Requested return of suspect device and replacement was sent.